Event description:
A patient injected with radiesse dermal filler in the nasolabial folds developed a pus-filled sore in the alar triangle.

Manufacturer narrative:
The patient reported the pus-filled sore and the physician prescribed keflex and a topical antibiotic for the infection. During follow-up, the aesthetician reported the infected area resolved within one week with no further concerns. A review of the device history records indicates the reported lot #1011882 met all specifications prior to release.